Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection was performed using the naked eye which observed that the luer was broken into two (2) pieces between the inlet housing and outlet housing. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample no additional testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector breaks apart during flushing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.